Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient had a glenoid baseplate instability and anterior broken screw, with pain, 11 months post-operative. Patient ID : (B)(6). Subject scheduled to have revision total shoulder arthroplasty on (B)(6) 2018.